Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The account reported that the patient had a transesophageal echocardiogram (tee) with cardioversion (cv) on (B)(6) 2018. The ventricular assist device (vad) was visualized at the left ventricular (lv) apex. The aortic valve (av) was noted to be opening every beat with mild to moderate regurgitation and moderate to severe mitral regurgitation (mr) at a pump speed of 5600 rpm, a left ventricular end-diastolic dimension (lvedd) of 6.6 cm, and pump flow of 5.0 lpm. The left atrial appendage (laa) and left atrium (la) were clear and free from thrombus. The patient¿s right ventricle showed mild dysfunction. The pump¿s speed was increased by 100 rpm increments to 6000 rpm, resulting in an lvedd of 6 cm, and an increased flow of 5.6 lpm. Mr was mild-moderate and aortic insufficiency (ai) was mild-moderate. The right ventricle continued to show mild dysfunction. The patient was given 150 joules of synchronous shock, one time, with return of sinus rhythm after having tachycardia of 100 beats per minute (bpm) with premature ventricular contractions (pvcs). The patient awoke from sedation with cn ii-xii grossly intact. No focal, motor, or neuro deficits were noted. The patient was to take 400 mg of amiodarone, orally for 7 days and then decrease to 200 mg twice a day (bid). The patient was also allowed to decrease oral flomax and would continue the remainder of his cv prescription (rx) as ordered. The patient was instructed to return to the clinic (rtc) in 7-10 days. The account later reported that the patient had reported feeling dizzy and weak while in atrial fibrillation/atrial flutter, but no symptoms were currently present, and the arrhythmia did not result in any clinical compromise. The patient¿s right heart dysfunction existed prior to the patient¿s left ventricular assist device (lvad) implant, and there were no device-related issues that caused or contributed to the dysfunction. The patient had no associated symptoms and the patient would continue to be monitored for right heart failure (rhf) for the duration of the lvad therapy. The patient was reportedly thriving at home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22oct2018. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Additionally, although only right ventricular dysfunction was reported by the account and the issue was not considered to be device related, the hm3 IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, under ¿right heart failure, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6 (under ¿caution!¿) explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a transesophageal echocardiography (tee) on (B)(6) 2018. The vad visualized at the left ventricular apex. The atrioventricular opening every beat with mild to moderate regurgitation and moderate to severe mitral regurgitation. The patient's left atrial appendage and left atrium were clear and free from thrombus. The right ventricle had mild dysfunction. The patient also had tachycardia and premature ventricular contractions. The patient awoke from sedation with no motor neuro deficits. The patient was treated with amiodarone 400 mg by mouth twice a day for 7 days, then decreased to 200 mg by mouth twice a day. The patient may decrease flomax to 0.4 mg by mouth daily from 0.8 mg. The patient continued the treatment and returned to clinic in 7-10 days.